Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a reservoir that leaked past both o-rings. The customer stated that the leak occurred while he was filling the reservoir from the vial. Nothing further was reported.